Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Additionally, a second-degree heart block was noted on external monitoring. Technical services (ts) reviewed device data and external recordings and identified potential undersensing of premature ventricular contractions (pvc's) and episodes associated with device mode switching and fallback pacing behavior. It was noted that the programmed settings may result in reduced atrial support during certain conditions and brief pacing intervals below the lower rate limit. Programming adjustments were recommended. No additional adverse patient effects were reported. This pacemaker remains in service.